Manufacturer narrative:
The device was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
This cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on both the right atrial (ra) lead and right ventricular (rv) lead. The noise was unable to be recreated and the patient didn't experience greater than 2 seconds of asystole. It was noted the patient experienced pacemaker mediated tachycardia (pmt). The rv lead was fractured. This crt-d and rv lead were explanted and replaced. The ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the noise, oversensing, and pacemaker mediated tachycardia (pmt).